Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The customer contacted olympus technical assistance center via phone. No troubleshooting was performed. The customer informed olympus technical assistance center of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported black saved images involving an olympus video system center. There was no patient injury reported.